Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: · (B)(6) 2013: (B)(6), do. Indications: ¿this is a 50-year-old male who is status post exploratory laparotomy with distal gastrectomy including proximal duodenectomy along with truncal vagotomy and billroth ii anastomosis dating back to (B)(6) 2013. The patient did develop postoperative duodenal stump leak which ultimately resolved on its own with a long-standing jackson-pratt drain present. About two months ago, the drain actually became nonfunctional and was removed and things did dry up on their own. Since then, the patient had been doing fairly well but, at the beginning of (B)(6), he noted pressure and pain and the midline upper abdomen and some increased swelling but this occurred about a month prior to the midline abdomen. Since then, the bulge has definitely increased in size and he has had trouble taking p.o. And he feels a little more full quickly. He denied fever, chills, nausea, vomiting, constipation or diarrhea. He has also had multiple poorly healing superficial wounds in the midline incision that are quite small. They appear like superficial ulcerations. When I examined him, he definitely had evidence of what appeared to be multiple incisional hernias extending from the epigastrium down to the supraumbilical region. I decided to do a CT scan of the abdomen and pelvis and this showed several areas of herniations in the midline anterior abdominal wall with a fairly large rectus diastasis. There were no fluid collections or abscesses and three [sic] was definite significant improvement overall in the peripancreatic and peri-duodenal structures. I did put him on some p.o. Augmentin for 10 days prior to the surgery and suggested placing bactroban ointment on the superficial wounds. I discussed surgical intervention laparoscopically and discussed all the potential risks and complications including infection, bleeding, and bowel injury as well as mesh infection.¿ implant procedure: laparoscopic repair of multiple upper abdominal incarcerated incisional hernias and rectus diastasis using a 34 x 26 cm piece of gore-tex dual mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp08/10318023, 26cm x 34cm x 1mm thick] implant date: (B)(6) 2013 [hospitalization dates: not included] · (B)(6) 2013: (B)(6) hospital. (B)(6), do. Operative report. Assistant: (B)(6), cst. Preoperative diagnosis: upper abdominal reducible incisional hernias with rectus diastasis, status post antrectomy, proximal duodenectomy and billroth ii with vagotomy secondary to chronic pyloric channel ulcer with duodenal stricture. Postoperative diagnosis: multiple upper abdominal incarcerated incisional hernias with small bowel and transverse colon within the hernia sacs as well as rectus diastasis. Anesthesia: general with local. Estimated blood loss: 350 ml specimens: none. Complications: none. · wound classification: clean · findings: ¿indeed revealed multiple upper abdominal incisional hernias. There was greater omentum, small bowel as well as transverse colon within the same hernia sacs that were incarcerated and I had to dissect these off of the hernia sac. The rectus diastasis was also quite large and wide. Once I freed all of the adhesions, which took about two hours to do, I was able to place a large pieces [sic] of mesh to cover the defect. The actual defect measured approximately 27 x 20 cm and the size of the mesh used was 34 x 26 cm. There was some moderate bleeding noted which was more or less an ooze of blood from greater omental tissue that I had taken down from the anterior abdominal wall. Ultimately, I believe I found the two sites that were oozing. I cauterized them and I did not see any further bleeding.¿ · procedure: ¿the patient was taken to the operating room and placed on the table in the supine position. After being correctly identified, the patient received preoperative IV sedation and IV antibiotics. General endotracheal anesthesia was given. A foley catheter was inserted. The abdomen was then widely prepped and sterilely draped in the usual fashion. A betadine drape was used. Then, 0.5% marcaine was used after a timeout was called. An incision was made in the left upper quadrant of the abdomen beneath the rib cage and laterally located. Through this incision, a 5-mm trocar was inserted with the help of a 5-mm, 0-degree laparoscope entered through the abdominal wall without difficulty into the peritoneal cavity without complication. Co2 was instilled thereby creating pneumoperitoneum. The 5-mm, 30-degree laparoscope was then inserted and the above findings were noted. I then placed a 5-mm trocar in the left lower quadrant laterally. I did this under direct visualization after making a small incision and using marcaine to infiltrate the skin and subcutaneous tissue. I then began to lyse the adhesions and then placed a 5-mm trocar in the right lower quadrant laterally and a 10/12 trocar in the right upper quadrant laterally. I then continued to lyse the adhesions and I did take down the falciform ligament with cautery. And taking down some of the adhesions, I made sure I did no injury to the transverse colon or the small bowel whatsoever. Once things were freed, I found the rectus diastasis which was quite wide an[sic] long as well as the multiple herniations distributed throughout this area. I then measured all of the defects into one large defect and it measured 27 cm in length and 20 cm across. I measured about 3.5cm outward in a circumferential pattern and marked this on the abdominal wall. This was the size of the mesh to be placed which was 27 x 34 cm. I then cut the mesh to the appropriate size and shape and I numbered 1 through 6 on the edge of the mesh in the places that I knew I could place gore-tex suture and cut through the abdominal wall with them. I could not do that in the upper abdomen or laterally because of the ribs. Once I spaced the numbers 1 through 6 fairly equally distant around the mesh, I labeled them 1 through 6 on the abdominal wall and I placed a 0 gore-tex suture on the edge of the mesh and clipped the ends with hemoclips. I then rolled the mesh together and inserted it through the larger trocar site. I unraveled the mesh so that the brown side was done [sic]. My assistant then went ahead and infiltrated the skin and subcutaneous tissue at each of these 6 sites on the abdominal wall. Small incisions were made and through these the suture passer was placed into the abdominal cavity and each time a limb of 0 gore-tex suture was grasped and a lifted through the abdominal wall. About a centimeter between each limb of each suture was placed so that I could grasp the abdominal wall appropriately and keep the mesh elevated. Once all the sutures were in place, the mesh was then parachuted upward underneath the large defect. All sutures were then tied. I then used the spiral tacking stapler and I secured the mesh at its outer edges to the abdominal peritoneal wall and then placed an inner row as well. Several areas showed some oozing from the greater omentum and I used cautery to control this bleeding with a maryland forceps. I took care to carefully make sure there was no injury to the bowel. At this point, I then suctioned all of the old blood that was clotted, it amounted to about 350 ml in total. At that point, I made sure there was no further bleeding. Photographs were taken before and after placement of mesh. All trocars were then removed and the pneumoperitoneum was expelled. I then cut all the sutures above the level of the skin and closed each skin incision with subcuticular 4-0 monocryl suture. Mastisol and steri-strips were applied. A pressure dressing was placed in the midline as well as abds and an abdominal binder. The patient tolerated this procedure well, awoke from anesthesia and returned to recovery in stable condition .¿ (B)(6) 2013: implant sticker. Gore® dualmesh® plus biomaterial. Cat #: 1dlmcp08; lot #: 10318023. Size: 26cm x 34cm x 1mm thick. Expiration date: not provided . · discharge summary: not included. Explant preoperative complaints: (B)(6) 2014: (B)(6), do. Indications: ¿this is a 50-year-old male who is status post exploratory laparotomy, with distal gastrectomy, and proximal duodenectomy along with truncal vagotomy and billroth ii anastomosis dating back to (B)(6) 2013, for a chronic pyloric channel, and duodenal ulceration with stricture, causing anemia, frequent dilatations, gastric outlet obstruction, nausea, vomiting, and weight loss. Postoperatively, the patient did develop a post operative duodenal stump leak, in spite of oversewing the staple line. Ultimately the patient drained out of a jackson pratt drain for some time, and it was not until about 6 months later that the drain ultimately became non functional, and was removed, and the drainage ultimately dried up on its own. The patient had been doing fairly well during that six month period, gaining weight and eating, and drinking well with good bowel function. He also had some initial drainage from his midline incision, which did ultimately dry up as well. Then, in (B)(6) 2013 he noted pressure and pain in the midline upper abdomen with increased swelling. Physical exam showed weakness which was suspicious for hernia, and based on these findings, a cat scan was done which showed several areas of herniation in the midline anterior abdominal wall with a fairly large rectus diastasis. There were no fluid collections or abscess that were seeing in the previous peripancreatic, and peri duodenal structures showed overall significant improvement. Based on those findings, I decided to proceed with surgery to repair this hernia in the laparoscopic manner. On (B)(6) 2013, the patient went to the operating room and I performed a laparoscopic repair of multiple incisional hernias, using a 34 x 26 cm piece of gore-tex mesh. The procedure went well and he went home within three days. Following the surgery, I followed him in the office and there were no problems up until about two months after the surgery. It was at that time he noticed some drainage from his midline incision. I cultured it and it grew staph aureus. I put him on antibiotics and treated him with ciprofloxacin which it was sensitive to, for 10 days, and ultimately the wound dried up to the point that there was only a dime sized area of staining on addressing. I cauterized the wound several times, as it was quite superficial. The patient was doing well, and then suddenly he presented to the office yesterday with the history of increased drainage from the wound that looked more infected to the patient. I ordered a cat scan but that was not to be done until next week and this morning, the patient drive [sic] to (B)(6), developed problems with fever, chills, and fever as high as 102. He almost passed out. The patient went back to his primary physician's office dr. (B)(6), today at which point he called me and we pursued a cbc and a cat scan. The cbc showed over 19,000 white count. The CT scan showed a large fluid collection extending from the epigastrium down to the umbilical region, which was beneath the gore-tex mesh consistent with a postoperative seroma. There were no air bubbles and there were certainly no abnormality, relating to this prior gastric/duodenal surgery. There were no fistulas. Based on these findings, I assumed that the large postoperative seroma was now infected and likely infecting the mesh. I therefore took him to the operating room tonight. The intraoperative findings did indeed reveal infected gore-tex mesh. The central aspect of the mesh was not very adherent to the peritoneum. The mesh more laterally, however, was quite adherent to the tissue and it took a bit of pulling and tugging to remove it. The fluid that was removed was a yellow discolored fluid, as opposed to pus. There was also a fair amount of gelatinous material. I removed about 1000 ml of fluid. Once this was completely removed at the base of the wound and above the level of the bowel, there was a pseudocapsule which was fairly thick but intact. This was not disturbed. All of the mesh was removed, along with the staples, and cultures were sent. I then placed a drain above the pseudocapsule and then closed the facial layer with pds suture. I also placed a wound vac.¿ explant procedure: laparotomy with removal of approximately 1000 ml of infected seroma, and infected gore-tex mesh. Explant date: (B)(6) 2014 [hospitalization dates: not provided] (B)(6) 2014: (B)(6) hospital. (B)(6), do. Operative report. Assistant: (B)(6), pac. Preoperative diagnosis: fever, leukocytosis, abdominal pain, with cat scan showing large fluid collection abdominal wall, and intraperitoneally, rule out infected seroma and gore-tex mesh. Postoperative diagnosis: a likely infected seroma and gore-tex mesh. Anesthesia: general with local. Estimated blood loss: minimal. Specimens: include gore-tex mesh for culture, as well as culture of seroma fluid. Complications: none. Drains: two #10 jackson-pratt drains in the dead space between the pseudocapsule above the bowel and fascia. · wound classification: not documented. · procedure: ¿the patient was taken to the operating room, placed on the table in supine position. After being correctly identified, the patient received preoperative IV sedation and IV antibiotics. General anesthesia was given. Foley catheter was inserted. The abdomen was then widely prepped and sterilely draped in the usual fashion. A timeout was called, the correct patient and procedure were identified. A midline incision was made from below the epigastrium down to the supraumbilical region. The incision was taken down through the subcutaneous tissue with cautery and as I entered through the peritoneum, I could identify the yellow gore-tex mesh. Fluid was coming from an opening that I made in the mesh which was the seroma. It was yellow in color, and I sent it for culture . I then opened the mesh and the midline from superior to inferior position and I then took the mesh out in 4 quadrants. I removed the staples along the way, as well. It was fairly adherent as I approached more laterally. Once all of the mesh was removed, I did send the specimen for culture. At that point, I checked again for any other spiral tacking staples that remained, and I could not find any. The pseudocapsule was quite intact and I never saw the bowel as it was covering over it at that point, I went ahead and thoroughly irrigated the tissue over the pseudocapsule and suctioned it free. I then placed two #10 jackson-pratt drains, 1 in the right side of the abdomen and the other one in the left upper quadrant. I brought them out through stab incisions and secured them to the skin with 3-0 nylon suture. I then closed the fascia in the midline with a running #1 pds suture. I then placed a wound vac in. The patient tolerated this procedure well, awoke from anesthesia, and returned to the recovery room in stable condition . · pathology: not included. · discharge summary: not included. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2013, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence, dense adhesions, infection, seroma, wound vac. Additional event specific information was not provided.